Event description:
It was reported that the insulin pump is under delivering. Caller stated that the customer high blood glucose was not dropping even after bolusing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.